Event description:
Customer reports via phone that during a urology procedure the fluoro image was too dark. The physician performed rad imaging to see the anatomy. Customer provided no further info saying the procedure was completed and pt is fine. No reported injury.

Manufacturer narrative:
Field service engineer (fse) troubleshot a complaint that images were too dark. This complaint was resolved by recalibrating camera and adjusting brightness on the monitor. Fse verified proper operation per service checklist and returned the unit to the customer for service.